Event description:
Healthcare professional reported via sales representative an infection. Affected side is unknown. Device status is unknown.

Manufacturer narrative:
Phone: (B)(6). Email: (B)(6). The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection.